Manufacturer narrative:
Additional information received on 11 august 2021 (email): issue discovered before use on patient. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a dirty enclosure, cracked reservoir cover, contaminated reservoir, worn line cord and pole clamp assembly. The device contains an old style pcb and drain fitting. The pump was noisy during evaluation. The customer stated problem was duplicated, the temperature does not rise pass 22c. Corroded heater assembly was found during investigation. No action taken due to the age and condition. Device is deemed beyond economical repair and will be scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that there was a faulty temp.